Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the right scissor blade detached from the instrument. The blade fractured at the cross section of the grip cable crimp and half of the crimp is exposed. The fractured plane of the blade is nearly straight. No other damage was found.

Event description:
It was reported that after a successful da vinci hysterectomy procedure, the surgical staff found the monopolar curved scissors instrument tip was broken and missing a piece. The instrument fragment was found via x-ray and removed using traditional laparoscopic instrumentation. No patient harm, injury or adverse outcome was reported.